Event description:
It was reported that an unspecified bd micro fine pen needle experienced cannula breakage. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown verbatim: from phone call on (B)(6) 2019 16:45:20: responded to email sent: consumer provided product information. She has not been to doctor for issue because she does not have insurance but she does go to a local clinic every 3 months for her diabetes. Said she would mention the break to her doctor on the first week of june when she makes her appointment and get back to us if there is anything more to report. Consumer reported that the pen needle broke off into her injection site (stomach) during injection, stated that when she removed the pen from the injection site, the needle was not attached. Consumer does not re-use, did not seek medical attention, no pain or discomfort. Also stated that the same issue occurred in (B)(6) 2018 with the same needles, different box and lot. Product information and lot # for previous box not available. Needles are 8mm, micro fine plus.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: unable to perform complaint lot history check due to unknown lot number for needle breaks off during use pe. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number for needle breaks off during use pe. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: (B)(4).